Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. A large emboshield nav6 embolic protection system (eps) was prepped as per the instructions for use and the filter successfully deployed distal to the lesion. Following successful intervention to treat the lesion, the filter of the eps was recovered with the retrieval catheter. While there was no reported resistance or issue with recovering the filter, the filter appeared irregular. Outside of the anatomy, it was noted that the filter appeared inverted and the strut was broken. The filter load had been lost and on further review the tibial artery appeared to be occluded. The tibial artery was attempted to be reopened with an aspiration catheter but this was unsuccessful. No additional intervention / treatment for the tibial artery has been reported at this time. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported damage to the filtration element was confirmed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported, and the packaging was not returned. Because it was reported that the procedure was to treat a lesion in the superficial femoral artery, it should be noted that the emboshield nav6 embolic protection system instructions for use states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. It could not be determined if the off-label use caused or contributed to the reported issue. The investigation determined that the reported difficulties appear to be due to case circumstances. It is likely that there was an excessive embolic load and when the filter was being retracted into the retrieval catheter, the filter was unable to fully collapse causing the support structure to break, resulting in loss of the embolic load. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.